Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the majority of cubies had been removed from drawer 3.2. After confirming proper operation, the customer reported that the cubie rewrite error was one of the reasons for the failure. An fse conducted the reseating of all board cables and the row board table connection at the drawer control board, and performed multiple inventories of the drawer, relocating cubies to vacant spaces to ensure proper operation in various locations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer 3.2 cubies were failed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.